Manufacturer narrative:
The lot number reported was unknown, however the customer stated it could possibly be lot 2312925864 or 2312925964. A device history record review was conducted for both lots and showed that manufacturing and inspections of the product were performed per procedure. All inspection results were within acceptable criteria as per the established sampling plan levels. In addition, there were no nonconformance reports opened during the manufacturing of these two lots. The customer did not return the device for evaluation; therefore, the reported issue could not be confirmed. A review of our current manufacturing processes was completed and there were no conditions identified that could have contributed to the reported issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported during a cardiac surgery intervention under cec, when using the suction cannula, it broke at the tip and caused a coronary sinus injury. This resulted in additional procedures being carried out during the operation, and therefore longer bypass surgery for the patient. The injury was brought under control by the surgeon. Possible lot numbers are 2312925864 or 2312925964.